Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6. Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿ creases are observed. ¿ deformation is observed.

Event description:
Healthcare professional reported a left side exchange with no complaint against the device. Healthcare professional later reported left side capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported a left side exchange with no complaint against the device. Healthcare professional later reported left side capsular contracture baker grade iii. Device has been explanted and replaced.